Event description:
Revision total hip arthroplasty in 2001. Fracture of the femur noted post-operatively and pt returned to the o.r. Later that same day. During revision it was noted that the bowed distal stem component implanted, was positioned in the opposing anatomical direction. "A" marking for anterior alignment was located posteriorly.